Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, an increase in the capture threshold and a decrease in the pacing impedance was observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.